Manufacturer narrative:
Device evaluated by MFR: nc emerge mr, ous 3.00mm x 12mm was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination of the hypotube shaft identified no issues. A visual and tactile examination of the shaft polymer extrusion identified no kinks or damages. A detailed microscopic examination of the balloon material identified a 14mm longitudinal tear along the length of the balloon. A microscopic examination of inner lumen was stretched and kinked along balloon section. The bumper tip was damaged with the distal section deformed.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, the balloon burst due to severe calcification. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was good post procedure.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, the balloon burst due to severe calcification. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was good post procedure.